Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient has been hospitalized with hypoglycemia. The patient's blood glucose levels values dropped less than 70 mg/dl and the patient had a seizure at the hospital the patient was given instance glucose, blood work and a electrocardiogram (EKG) were preformed. At the time of the call the patient had not been released.

Manufacturer narrative:
Model no: from 18320 to 19191 catalog no: from ble-i1-529 to zxp425.